Event description:
Post market surveillance study. Same case as MFR report #: 2134265-2008-00959. It was reported that during a coronary artery drug eluting stenting treatment procedure the pt experienced side branch closure. The target lesion was a de novo, 90% stenosed lesion in the mid rca (right coronary artery) measuring 3.50x44mm. Two taxus express2 drug eluting stents (3.5x32mm and 3.5x12mm) were deployed at 20 atms. No pre-dilation or post dilatation was done. There was no gap between the stents. The stent implantation resulted in 0% residual stenosis and ivus (intravascular ultrasound) revealed the stents were well apposed. However, side branch closure was found in a side branch of the target vessel. No treatment was needed as this was reportedly a mild case. The pt condition was noted as good. The physician assessed the event as possibly a procedural factor or possibly related to the taxus express2 drug eluting stents.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the device history record (DHR) found no anomalies or deviations during the MFR of this batch. The most probable root cause of this defect will be documented as anticipated procedural complication due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulties.